Event description:
A broken clavicle was fixed with an implanted clavicle plate. Less than one month post op, the plate broke. It was explanted along with the seven screws.

Manufacturer narrative:
A visual examination of the explanted screw was performed. There was no damage to any of the threads. There was slight damage to the hex drive feature; the cause of the damage is unknown. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break and screw damage. Additional mdrs associated with this event: MDR 3025141-2014-00225: plate MDR 3025141-2014-00226: screw 1 MDR 3025141-2014-00227: screw 2 MDR 3025141-2014-00229: screw 4 MDR 3025141-2014-00230: screw 5 MDR 3025141-2014-00231: screw 6 MDR 3025141-2014-00232: screw 7